Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was reported that the battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 02/26/2015 with the following findings: the battery compartment was observed to be cracked in the thread area above the grip pad: the reported issue was confirmed. The returned battery cap was able to secure to the suspect pump case per the instructions for use (IFU). The following findings are unrelated to the reported issue: the display screen visual was observed to be dim and discolored due to an unidentified display failure. Visual inspection revealed that the keypad cover was intact and free of damage. Evaluation revealed that the down arrow keypad button was intermittently responsive. The keypad cover was removed, and evidence of contamination was found under all of the key contacts.